Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance and the lead insulation was found to be damaged. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: added previously missing reporter state - "(B)(6)".